Event description:
Affiliate reported that the valve that was to be implanted was set at 150mm h20 and then implanted. During an intra-operative check, it was realized that there was csf draining as if the valve was completely opened. It was then necessary to replace the valve. Although there were no adverse consequences reported, surgery was delayed for more than 30 minutes.

Manufacturer narrative:
The evaluation did confirm the problem reported by the customer. An over drainage was noticed on the device. The lot number was chbb4g and the product code was 82-3834. The valve was on position 150mmh2o when returned. The valve was returned without catheter. The valve was irrigated and no occlusion was noted. The valve was then tested for pressure. The valve failed the pressure test, an over drainage was noted. The valve was examined under microscope at appropriate magnification and it was dismantled. A layer of biological debris was noticed on the inlet ruby ball surface. It interfered with a proper seating of the ball on its seat. The review of the history device records was performed for product code 82-3834 and it confirmed that the product conformed to the specifications when released to stock in 03/07. Biological debris on the inlet ruby balls interfered with a proper seating of the ruby ball on its seat. It would explain the over drainage reported by the customer and observed during the investigation. No other root cause was determined. No corrective action is needed based on the results of the eval. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.